Event description:
Pb980 ventilator component, exhalation flow sensor (evq) had previous recommendations for high level disinfection. On (B)(6) 2017 we received a letter that medtronic received 510k food & drug administration clearance which removed the requirement to clean this component between patient use (k162738). During an investigation into a burkholderia cepacia outbreak we started looking at our ventilator cleaning process which included this component. The new manual was not updated on the manufacturers site which prompted a conversation with the company to ensure we were following the hld requirement (which we weren't). They provided us with the 501k letter, but I was still concerned with the potential for cross contamination since our staff were cleaning this piece with a low-level disinfectant. The company told me that because the n100 filter precedes this component it should capture any bacteria or viruses that come from the patient. I wasn't sure this was the case and cultured the component directly from a patient on filter day 13. The component I cultured genotypically matched the patients' bacteria. I have concerns that the filter may not be providing adequate protection of the ventilator component and subsequently can cause cross contamination/transmission to other patients. The samples were inoculated to blood/chocolate/macconkey agars and enriched thioglycolate broth. The media was incubated for 6 days at 35° - 37°c in co2 atmosphere. The isolate grew out of the thio only.